Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 450mg/dl. The customer's most current level was 178mg/dl. The customer states they were treated for the highs. The customer believed the pump was functioning fine. The customer requested troubleshoot for transmitter and sensor. No further assistance provided at this time.